Event description:
It was reported that an altitude alarm occurred. The customers blood glucose level was 502 mg/dl. Customer addressed bg by administrating a manual correction injection. Customer replaced the cartridge to resolve the issue.